Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began between 7 and 8 am on january 10. The patient reported obtaining blood glucose readings of 79 and 94 mg/dl on the subject meter. The time difference between these readings exceeded 20 minutes and so does not allow for lifescan to determine an inaccuracy. The patient manages their diabetes with self-adjusted insulin. The patient reported developing symptoms of ¿throwing up, sweating and coughing¿ sometime before the alleged issue began. The patient reported self-treating these symptoms with food/drink at 10am. At the time of troubleshooting the cca confirmed that the unit of measure was set correctly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lifescan¿s criteria for a serious injury reportable adverse event after the alleged product issue began.